Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the left hip on (B)(6) 2018. The patient¿s father stated on (B)(6) 2018 at 1:30pm, the patient was driving, and saw that the cgm was displaying 91mg/dl. He indicated that shortly after, the patient passed out and was involved in a traffic accident. When the paramedics arrived at the scene, they performed a finger stick reading and the bg meter was displaying 35mg/dl. The patient was transported to the emergency room (ER) at approximately 2:00pm and was admitted. The patient was treated for the injuries they had sustained from the accident and had multiple tests and procedures done. It was indicated that in the ER, the cgm was displaying 355mg/dl, compared to the bg meter reading of 151mg/dl. At the time of contact, the patient was at home feeling achy and tired. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.